Event description:
The surgeon attempted to insert an aa4204vl silicone plate lens but the iol became stuck in the cartridge. There was no pt contact or injury. A backup lens was implanted.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found the lens stuck in the cartridge. Conclusion - 67 (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.